Event description:
I had essure implanted on (B)(6), 2015. I have been bleeding daily for seven weeks. This information was not relayed to me before the procedure. Now I am being told that I could bleed for four months or more. This seriously affects the quality of my life, and I am also on depo shots which stop me from bleeding. I do not understand where all this blood is coming from. It is brown, bright red, clumpy it varies day to day. It is terrible, and I am sick of it.